Manufacturer narrative:
The specimen was collected in a 5ml vacutainer tube and run after 2 hours of collection. Qc run before and after the event recovered within assay ranges. A field service engineer (fse) was dispatched: the fse checked the logs and found that the error had occurred a week before the call was generated. There had not been any other instances of this type of error. The fse performed qc and repeatability test. The fse captured the raw data files. Raw data analysis did not indicate a system malfunction. Root cause could not be determined based on available information.

Event description:
A customer contacted beckman coulter inc., (bci) regarding low white blood count (wbc) result generated by the unicel dxh 800 coulter cellular analysis system for one patient. Original wbc result was 8.6 x 10^3 cells/l. The specimen was re-tested and differential was ordered. Originally, no differential was performed. The repeated wbc result was 4.0 x 10^3 cells/l. The results were reported out of the lab. The patient was denied chemo treatment based on the lower absolute neutropils (ne) value reported by the lab. Based on available information, a corrected report was sent out but not provided for investigation.